Event description:
Per the clinic, the patient developed a hematoma post skin flap revision surgery, which was drained (date not reported); the patient was prescribed oral antibiotics (date, type, dosage, and duration not reported). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.